Event description:
It was reported that the accessory tunneling carrier severed (broke), as the surgeon tunneled the dbs extension device under the skin from the back of the pt's head to the subclavicular pocket, leaving part of the plastic component "about halfway down the pt's neck." The tunneling carrier and part of the fractured plastic component were withdrawn. An additional surgical incision was made during the case to retrieve the broken piece of carrier product and the extension. The surgeon tunneled again and routed the extension through an empty tunneling tool without the plastic component and was able to connect to the pulse generator. There had been no report of injury; the pt had recovered without sequela.

Manufacturer narrative:
Results of final device analysis were not complete at the time of this report. A follow-up report will be sent when product evaluation has been completed.